Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 6880060.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impacted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.